Manufacturer narrative:
Device was manufactured prior to UDI labeling implementation. The pump remains in use supporting the patient. A direct correlation between the device and the reported ischemic stroke could not be determined. The instructions for use lists stroke as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2014, the patient was admitted to the hospital for a headache and subtherapeutic inr of 1.16. A CT scan of the patient's head revealed a chronic left occipital and right parietal infarcts. The patient was bridged with a heparin drip until the patient's inr was therapeutic. It was also reported that prior to this event the patient experienced a stroke while being followed by another hospital. No further information regarding the stroke is available.